Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 234mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Unable to confirm finish loading alarm, unexpected alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. No blank display anomaly noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.